Event description:
It was reported that after a right kidney embolization procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, after device deployment, resistance was encountered retrieving the device from the vessel. The device was re-advanced to the original position. The lever was cycled up and down to deploy than retract the footplate enabling the device to be retrieved from the vessel without undue resistance. While attempting to remove slack from the suture, the suture snapped without undue tension below the skin line when the rail-end was pulled. It was believed that the suture broke above the knot because the knot was not seen on the end of the suture that broke. After a failed attempt to retrieve the white suture from the deployed location, the white suture was trimmed and remained deployed in the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device was not confirmed. During analysis of the device, the lever was activated several times, deploying and retracting the foot successfully. The reported suture break could not be confirmed because only approximately three-quarters of an inch of monofilament remained attached to the posterior needle tip, the remaining monofilament was not returned. However, analysis of the returned device found no abnormal observations that would contribute to the reported suture break or difficulty removing the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.